Event description:
It was reported that the ventilator alarmed for low o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested. The user facility reportedly replaced the o2 sensor. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported alarms for low o2 concentration. Since no part was returned for investigation, the root cause of the event has not been determined. H3 other text : 4117.